Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt

Manufacturer narrative:
This device is available for analysis but has not yet been received.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, a mm4cm 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured. There was no patient injury and the device will be returned for analysis.  The procedure was successfully completed with another balloon. The access site was the femoral artery.   There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.  The same indeflator was used successfully with other devices.  The balloon inflated normally. Additional procedural details were requested but are unknown.

Manufacturer narrative:
A 7 mm x 4 cm 135 cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured. The procedure was successfully completed with another balloon. There was no patient injury. The access site was the femoral artery. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. The balloon inflated normally. Additional procedural details were requested but are unknown. The device was returned for analysis. One non-sterile unit of powerflex pro 7 mm x 4 cm 135 cm bc was returned. Per visual analysis the balloon appeared to have been inflated and deflated. Blood residues were noted inside of the balloon. No other anomalies were noted. Per functional analysis a leakage was noted in the distal section of the balloon. Per sem analysis the leakage found was caused by a rupture on the balloon surface. The external surface of balloon revealed evidence of scratch marks adjacent to the balloon rupture and it is very likely that the same factors that caused the scratch marks on the balloon outer surface also contributed to the rupture found on the balloon. The internal surface and the distal marker band did not reveal any evidence of damages. No other anomalies were noted during the analysis. A device history record (DHR) review of lot 17468677 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed due to the technical definition of a burst; however a leakage was confirmed through analysis of the returned device which may appear to the user as a burst. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics, although unknown, may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.